Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was seen in the emergency room after receiving shock therapy. Upon device interrogation, it was noted that the patient had received inappropriate shocks for sinus tachycardia which exhausted therapy. The patient was to be prescribed rate controlling medicine. There were no adverse patient effects. The device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.